Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that three of four housing snap tabs and all four adjacent housing pins were broken on the instrument's blue housing. The housing could be removed as a result of the damage. Engineering concluded that damage was likely due to mishandling. Additional observation not reported by site was main insulation tube damage. The distal end of the main tube exhibited deep scratches with material removal and a rough surface finish. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that prior to starting a da vinci s gastric bypass procedure, the scrub nurse noticed that the housing of the needle driver instrument was damaged. No patient harm, adverse outcome or injury was reported.